Event description:
It was reported by service report that the lockout lights are flashing. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Parts ordered to be replaced.